Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses were necessary for display to activate. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 142-143 mg/dl.

Manufacturer narrative:
Device not returned.